Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: it was reported by the customer that they received plates and sleeves with bacterial/fungal contamination. Tsa 221261_2348976 - plate contamination.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2348976 and bd complaint number 7158888 for contamination, torn sleeve and excessive moisture. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The main component of prepared plated media is purified water. The purified water is held in an agar matrix in the media. Release of the purified water as the matrix contracts during temperature cycling and progression through shelf life is referred to as exudation. As media progresses through shelf life, some condensate will appear inside the sleeves, dishes or on the agar surface. This condensate or excessive moisture occasionally presents upon removal from storage and packaging. Plates can be inverted over the lid and allowed to dry before inoculation when condensate/excessive moisture is noted. It is best to do this 2 to 3 hours directly before inoculating the plates (see warnings and precautions section of the product insert where applicable). Control of the temperature cycling that bd product experiences may help reduce the amount of free moisture seen. Pooling of water inside the sleeve is not considered a normal amount of excessive moisture. If this is observed, please contact technical services and document the occurrence with photographs as soon as possible after it is noticed. The batch history record for batch 2348976 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and other complaints have been taken on batch 2348976 for contamination. Retention samples from batch 2348976 were not available for inspection. Five photos were received for investigation. Two photos each show a sleeve from batch 2348976 with at least one plate that appears to have growth in the sleeve. One photo shows the agar surface of four plates with colonies growing on each. One photo features a sleeve label from batch 2348976. One photo shows a sleeve from batch 2348976 with a tear along the side seal of the sleeve. There are water droplets in the sleeve but the amount of moisture does not appear excessive or would result in pooling at the bottom of the sleeve. No return samples were received for this investigation. This complaint cannot be confirmed for excessive moisture. This complaint can be confirmed for a torn sleeve and contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination, sleeve defects and excessive moisture.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: it was reported by the customer that they received plates and sleeves with bacterial/fungal contamination. Tsa 221261_2348976 - plate contamination.